Event description:
It was reported that during the implant procedure the physician made multiple attempts to place the atrial lead in the right atrium but there was no sensing or capture each time. The physician also had difficulty with the extension/retraction of the helix. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 lead implanted (B)(6) 2002; yrir15115 stent graft implanted (B)(6) 2003; yrbr2414135 stent graft implanted (B)(6) 2003; yrir1685 stent graft implanted (B)(6) 2003. (B)(4).